Manufacturer narrative:
G4: PMA/510k #¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transurethral lithotomy (tul), the yellow support sheath near the handle, on an ncircle tipless stone extractor, broke. The device was tested in the uncoiled position, prior to use, and the basket functioned properly. The device was able to be used twice to extract stones from the urinary tract, when the support sheath was discovered broken, and use of the device was discontinued. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. The procedure was completed by using an unspecified product. The patient did not require any additional procedures due to this occurrence. There were no adverse effects to the patient reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, during a transurethral lithotomy (tul), the yellow support sheath near the handle, on an ncircle tipless stone extractor, broke. The device was tested in the uncoiled position, prior to use, and the basket functioned properly. The device was able to be used twice to extract stones from the urinary tract, when the support sheath was discovered broken, and use of the device was discontinued. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. The procedure was completed by using an unspecified product. The patient did not require any additional procedures due to this occurrence. There were no adverse effects to the patient reported. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ncircle tipless stone extractor was returned without its original packaging. Inspection of the returned device noted: the yellow support sheath was separated 1 mm from distal end of the handle and is pulled away 3.5cm from its original location. The metal basket sheath was also separated at the same location as the support sheath. The metal coils of the basket sheath were partially unraveled. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. A review of manufacturing procedures found controls to be in place. The devices are verified to assure the basket opens and closes properly as well as visually inspected for damage. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The evidence from the complaint file, device history record, complaint history and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The cause for the damage is unknown. Excessive force may have been inadvertently applied to the device, however the amount of force used during the procedure is unknown, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.